Event description:
A discordant advia centaur cp troponin ultra result was obtained on a pt sample. The result was reported to the doctor. The doctor questioned the result. Upon retest, on another system and on the initial system, the corrected result was reported to the doctor. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin ultra result was due to the malfunction of the reagent probe. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.